Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using flavored reach access daily flosser (route-dental, lot number 1124d, frequency and expiration date unspecified) from two different packages, for oral hygiene. After an unspecified duration, he noticed that approximately 20% of the time; the floss would break off and detach from the edges of the head during use. On (B)(6) 2015, when the consumer was flossing in the morning, the entire flosser head detached from the handle while inside the mouth. This report had no adverse event. The action taken with the device was unknown. The report for the floss breakage was considered a non-reportable malfunction. The report for the flosser head broke off was considered a reportable malfunction case in the united states. Additional information was received on 09-feb-2015. Returned sample received on 09-feb-2015 and was visually examined on 16-feb-2015. A partial package was received and the lot number 1124d was confirmed on the package. A total of 14 green flosser heads were received inside the package unused and without any defect. The package was sealed. The product received met specification by appearance. This report remains a reportable malfunction case in the united states. Additional information was received on 23-feb-2015. A review of the data revealed no trend for the reported lot number. The retained sample was visually evaluated and did not present any defect. The device history records were reviewed and no issue, defect or investigation was created related to the reported defect. The manufacturing related issues were also reviewed and there was no issue associated to the lot number and product reported. The complaint investigation was closed with a disposition of undetermined. According to the information available, the device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2015 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using flavored reach access daily flosser (route-dental, lot number 1124d, frequency and expiration date unspecified) from two different packages, for oral hygiene. After an unspecified duration, he noticed that approximately 20% of the time; the floss would break off and detach from the edges of the head during use. On (B)(6) 2015, when the consumer was flossing in the morning, the entire flosser head detached from the handle while inside the mouth. This report had no adverse event. The action taken with the device was unknown. The report for the floss breakage was considered a non-reportable malfunction. The report for the flosser head broke off was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 24-feb-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)2015 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using flavored reach access daily flosser (route-dental, lot number 1124d, frequency and expiration date unspecified) from two different packages, for oral hygiene. After an unspecified duration, he noticed that approximately 20% of the time; the floss would break off and detach from the edges of the head during use. On (B)(6) 2015, when the consumer was flossing in the morning, the entire flosser head detached from the handle while inside the mouth. This report had no adverse event. The action taken with the device was unknown. The report for the floss breakage was considered a non-reportable malfunction. The report for the flosser head broke off was considered a reportable malfunction case in the united states. Additional information was received on 09-feb-2015. Returned sample received on 09-feb-2015 and was visually examined on 16-feb-2015. A partial package was received and the lot number 1124d was confirmed on the package. A total of 14 green flosser heads were received inside the package unused and without any defect. The package was sealed. The product received met specification by appearance. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.